Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). The lot number is currently unavailable; therefore, the exp date is unavailable. Investigation summary: the complaint device was implanted; therefore, the device is not available for a physical evaluation. This complaint is not confirmed. Without physically evaluating the device, a definite root cause cannot be determined. Moreover, according to the IFU, "adverse effects of absorbable implanted devices include mild inflammatory and foreign body reactions". Furthermore, no lot number was supplied which precludes conducting a DHR review or a lot specific search in the complaints handling system. At this point in time, no corrective action is required, and no further action is warranted. This file will remain receptive to any potential forthcoming information received that is pertinent and germane to this issue. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(6) that after an unspecified surgical procedure, it was observed that the patient had severe reactions from g2 anchor device. According to the report, the patient received two anchors implanted. It was further reported that earlier history of severe nickel allergy was confirmed. It was suspected by both the patient and surgeon that the reaction was caused by the g2 anchors. The surgeon described the problems as aggressive reaction and the patient frequently returns to the acute care with severe asthma reactions and allergic shock etc. The current status of the patient was not provided. It was not reported if there was medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.